Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited episodes of oversensing with pacing inhibition on the rate/sense channel. The physician attempted to recreate the oversensing at the explant procedure, but was unable.